Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The exact cause of the reported phenomena could not be conclusively determined. The mfg history of the device was reviewed and no anomalies were noted. The (B)(4) instruction manual states: warning: a lithotriptor cannot always crush all calculi captured in the basket. Operation to this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, "emergency treatment" may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, a wire of the subject device broke while the doctor attempt to crush a hard stone. The users subsequently attempted to employ a bml-110a-1 emergency handle but an additional wire reportedly broke on the basket device. The users reportedly performed open surgery on the pt, and the device and stones are believed to have been removed. The pt has been released from the hosp and is in stable condition.